Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: no samples returned. Analysis and results: revised the stock was verified that to date there are units of this product code and batch reference available. This product code and lot number has (B)(4) units that were produced in total. The procedure to perform the revision of the database and identifies claims that to date has not related with this product code and lot number reports. Batch record: the revision of the figure for the production batch documentation was performed, in which the control process and control of finished goods were checked, and no deviations or alterations identified during the process. Results for batch release obtained for batch release, in terms of tensile strength in the knot, met the requirements demanded for this type of suture. No samples were received and there are no units available, it is not possible to conduct an investigation to determine the cause of the incident. If this problem continues, please send us the sample used and/or possible five units of the same batch for investigation. Final conclusion: the claim as "non-assessable" is determined, since not having the object of the claim, it is not possible to reach a decisive conclusion about the incident presented. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread is fraying.